Event description:
Boston scientific received information that during routine device change out, difficulty was experienced removing the right ventricular (rv) lead from the device header. The insulation of the lead became stripped off near the header. The lead was removed from the header, however, measurements were unable to be obtained. The device was successfully explanted and the lead was surgically abandoned. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.